Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (case# FDA-2014-n-0736-1444, awareness date 03-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. A friend of the consumer reported that she had essure inserted and suffered from many painful and debilitating side effects and had to have a complete hysterectomy at the age of (B)(6) due to this device. Product technical complaint (ptc) investigation result received on 20-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigating of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced painful and debilitating side effects. She underwent a hysterectomy. This event, interpreted as pain (unspecified), was considered serious due to medical significance and is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur after essure insertion. In the present case limited information was provided. The exact onset date and location of the pain were not specified. However, considering the nature of the reported event, and in the lack of an alternative explanation, causality with essure cannot be excluded. This case was regarded as incident due to required intervention (hysterectomy). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.